Event description:
The pt presented to the hospital six months after this valve was implanted and reportedly pannus tissue was removed at the time. Seventeen months postoperatively, the pt presented to the hospital again due to deterioration of functional class and dyspnea upon slight exertion. Evidence of valve dysfunction was found on echo; therefore, reoperation was performed. During the procedure, abundant thrombus was found on the valve and the valve was explanted and replaced with a 27 mm mechanical valve from another manufacturer. The pt's prognosis was very poor postoperatively, and she expired.